Event description:
It was reported that patient presented for remote follow-up. It was noted that implantable cardiac defibrillator (ICD) and right ventricular lead exhibited post sensed t wave over-sensing. No intervention was performed. Patient condition was stable.